Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# unknown, serial# implanted: (B)(6) 2015, product type: lead. Product ID: neu_adaptor_acc, lot# unknown, implanted: (B)(6) 2015, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that an impedance test was performed and resulted in the following abnormal bipolar impedance values on multiple electrodes on the left: 0 & 1=4312 ohms, 0 & 2=4093 ohms, 0 & 3=4924 ohms, and 1 & 3=4416 ohms. Unipolar electrode values on the right were noted as being c & 3=2303 ohms, which were out of range. It was unknown if there were any environmental / external / patient factor that may have led or contributed to the issue. It was also stated that the cause of the event was unknown. The actions/interventions taken to attempt to resolve the issue included reprogramming around the electrodes that were showing abnormal impedances; the issue is ongoing. No symptoms were reported. Please see report number 3004209178-2017-01655.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.